Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported on (B)(6) 2026 that the patient was hospitalized on 01-apr-2026. At time of hospitalization, blood glucose level was 360 mg/dl. The patient was treated with insulin via intravenously. The length of hospitalization was one day. The significant event leading to admission was abdominal pain.